Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm and a fistula between a renal vein and the aneurysm. It was reported the vein was located on the dorsal side of the aneurysm and not, as normal, on the ventral side. It was reported that it was difficult to place the bifurcated stent graft esbf2814c103ee stably in the aortic neck. As per the physician, this could have been due to the angle of the neck. It was also reported that during ballooning of the contra-lateral stent graft limb etlw1616c124ee with a reliant balloon, the balloon burst. It was reported that it was unknown whether this was due to the force on the balloon or due to the stent graft limb/anatomy. It was also reported the final angiography showed a large endoleak. It was discussed that the endoleak was possibly a type ii but it was noted that it appeared very quickly. It was also discussed to be a possible type iiib in the stent graft limb because of the rupture of the balloon that occurred. It was decided to re-line the stent graft limb with another limb etlw1616c82ee. The final angiogram showed less of an endoleak but it was not totally gone. It was decided to finish the procedure at this stage due to the amount of contrast that had been used on the patient. Three days later, after a CT scan was carried out, there was thought to be either a type iiib endoleak in the bifurcated stent graft esbf2814c103ee or leakage between the sma and the renal vein fistula. A reliant balloon was inserted upto the level of the top stent with a few millimeters overall with the first sealing stent and an angiography was carried out. No endoleak was observed. An angiogram was then carried out with the balloon removed and this showed an endoleak present. It was decided to implant an endurant ii cuff etcf28228c49ee. The sma was also coiled close to the aneurysm sac and a 10 mm non-medtronic covered stent implanted inside the renal vein to close the fistula. The final angiography showed no endoleak and the event was reported to be resolved. As per the physician, the cause of the endoleak was possibly a type iiib endoleak in the stent graft limb etlw1616c124ee on the day of the procedure and a possible type iiib endoleak in the proximal part of the bifurcated stent graft or possible leakage inflow between the sma and the renal vein at the follow up CT 3 days after implant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the films provided. Pre-implant films were not provided and a comprehensive assessment of the patient¿s anatomy could not be performed. Angiograms returned during implant revealed that the endurant iis was implanted just below the renal arteries, the contra gate had opened on the left side, and the bifurcate ipsi limb had been extended with two (2) endurant limbs down into the right common iliac artery. The contra limb and a limb extension had been implanted into the left common iliac artery. A view in the a-p orientation noted that the aortic body was angulated at the flow divider ~60 deg; relative to the iliac limbs. Angio injection from above the level of the suprarenal stents showed widespread contrast filling the sac. The contrast appeared to be focused primarily along the posterior side of the devices. In the a-p view, the injector was then seen pulled down inside one of the limbs (unclear if right or left limb) near the level of the contra gate, and during injection a strong jetting of contrast was seen coming from the posterior of the limb(s), from the level of the gate ring extending distally ~30mm length to just above the proximal end of the contra limb extension. No obvious stent graft issues were seen near the endoleak source. The next (final) images showed that an additional limb had been implanted across the gate ring and previously seen endoleak, from just below the flow divider to below the level of where the strong endoleak had previously been observed. From the returned a-p view confirmation if the limb was placed in the contra or ipsi side could not be made. Angio injection from near the gate ring showed a substantial reduction of the previous endoleak. The precise endoleak source/cause could not be confirmed from the returned films. Images during ballooning of the contralateral limb where the balloon had reportedly burst were not seen in the films. It is possible that over-ballooning and/or anatomical issues (e.g. Calcification) may have resulted in the fabric tear, which led to the strong endoleak confirmed in the films. The reported possible type ii endoleak, as well as the reported renal vein fistula may have been additional sources of the observed contrast. The cause of the difficult placement of the bifurcate may have been due moderately angulated proximal neck. Post-implant CT¿s and images during the reported intervention where an endurant cuff was implanted, coils were placed and the renal vein fistula was closed, were not available for review. If information is provided in the future, a supplemental report will be issued.